Event description:
It was reported following the patient's scs trial procedure, effective stimulation coverage could not be achieved. X-ray taken showed the scs lead had moved. The physician repositioned the patient's lead and effective stimulation therapy was obtained.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).